Event description:
Patient's legal counsel provided medical records that indicate the underwent left total hip arthroplasty on (B)(6) 2009. Patient medical records further indicate that patient underwent a revision procedure on (B)(6) 2014 due to elevated metal ion levels and pain. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02521 & 02522).